Event description:
Customer's friend reported that at 5:00 pm, the compact plus system gave a blood glucose (bg) results of 125 mg/dl and 23 mg/dl at a time when the customer was symptomatic of, and was treated by layperson for, hypoglycemia. The time between the 125 mg/dl and 23 mg/dl was not provided. Retested bg was 67 mg/dl an indeterminate time after treatment. A request was made for the return of the system and a replacement was sent.